Event description:
On 1/27/86 rptr had this implant to replace a tissue expander. It was removed 7/10/86 because of breast revision with excision of redundant skin and extensive open capsulectomy. Rptr also complains of the following: malpositioning and disfigurement breasts, persistent breast soreness, pain, infection, musculoskeletal problems, infections, pain in multiple joints, stiff swelling in hand and ankle joints, chronic fatigue, low energy, disturbed sleep, dry mouth and vagina, headaches, memory lapses, difficulty concentrating, bruises easily, coldness of hhands, bladder and bowel irritability, muscle fatigue, hair loss swelling fingers, rashes, chest and back pain, ear infections, feet numb, epigastric pain. (Also see 1004045, 1004047.)